Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation showed that the guidewire broke into two segments (due to tensile overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 1.7 cm from the distal tip. Catheter lumen. (B)(4).

Event description:
During balloon preparation, it was reported that the guidewire was observed to have exited out of the catheter prior to the distal tip. The device was not used in the patient.